Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reported that the kilovolt/milli ampere control board (kvma) shut down during the examination and the image was black.